Manufacturer narrative:
Device has not yet been returned for device analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the loss of resistance syringe malfunctioned when the anesthetist wanted to draw sodium chloride into it. Couldn¿t get any liquid up in the syringe at all. The doctor tried a few times, but in the end, they had to change it. The event occurred during an epidural, and there was patient involvement, but no injury.

Manufacturer narrative:
Received one device. Can not confirm this complaint, received sample was visually inspected with no obvious problem found. The device was tested using water. On testing it is visible that the lor syringe is functional, the water get up with no problem. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.